Manufacturer narrative:
During revision surgery, it was discovered that the pt had a hematoma that surrounded the device.

Manufacturer narrative:
The external visual inspection of the device revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed several of the electrical tests performed. The device passed the mechanical tests performed. It is believed that failure of this device is most likely due to a malfunction within the analog chip. Internal inspection did not reveal any anomalies on internal components. This older device configuration is not currently manufactured.

Event description:
The pt experienced swelling and pain at the implant site followed by sound quality issues. Programming adjustments was made however, it did not resolve the issue. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.